Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site to test sus and found the strafe function to be the problem axis. Fse replaced acp4 and reseated all cables on the acpd. Errors were no longer present. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cfg-acp was analyzed and but the reported failure could not be reproduced. The cfg was installed onto a pca test system, where it ran 10x power cycle and it sat idle for one hour. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, the customer reported recoverable faults that would not recover. The patient was under anesthesia, ports were placed. Intuitive technical service engineer (tse) viewed onsite logs, found error 23118 on sus shoulder rotation. Tse asked or staff to power cycle the system, epo and circuit breaker down on patient side cart (psc). The faults returned on system power up. Or staff was going to try and get another xi patient cart. The procedure was aborted post anesthesia and port placement with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The system was docked manually. No conversions and no patient injury. Procedure was completed with the robot as planned.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon manually docked the robot and it worked fine to complete the procedure and was then removed from service so the boom extension error could be corrected.

Event description:
Refer to h10/h11 for follow-up information.